Event description:
The customer reported to olympus during preparation for a diagnostic bronchoscopy, a e105(lighting lamp error) displayed, and the font panel was blinking on the video system center. The procedure was reported to be cancelled. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel led (light-emitting diode) was blinking continuously due to a faulty circuit board, there was dust inside the unit and a wire was found to be rusty, the scope socket was found hard, there was corrosion on top of the cover, rear panel, boards, chassis and scratch on the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty patient circuit (dr) board was determined to be the cause of the phenomena namely ¿error code e105¿ and ¿front panel leds are blinking.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.